Event description:
A sprint fidelis 6931 right ventricular (rv) lead, which is under recall, fractured. Noise was noted on the rv lead, and no shock or inappropriate implantable cardioverter defibrillator (ICD) therapies were delivered. Found by remote monitor transmission.======================manufacturer response for sprint fidelis 6931 rv lead, medtronic (per site reporter)======================no response from medtronic regarding the lead.